Event description:
This case was initially received via regulatory authority (B)(6) on 17-aug-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), headache ("headaches"), dizziness ("dizziness"), menorrhagia ("painful and abundant menstruations"), dysmenorrhoea ("painful and abundant menstruations"), premenstrual syndrome ("worsened premenstrual syndrome"), mental disorder ("psychological disorders"), cardiac disorder ("cardiac disorders"), stress ("permanent stress"), tinnitus ("tinnitus") and burnout syndrome ("burn out"). The patient was treated with surgery (total hysterectomy and salpingectomy were performed). Essure was removed. At the time of the report, the pelvic pain, fatigue, headache, dizziness, menorrhagia, dysmenorrhoea, premenstrual syndrome, mental disorder, cardiac disorder, stress, tinnitus and burnout syndrome outcome was unknown. The reporter provided no causality assessment for burnout syndrome, cardiac disorder, dizziness, dysmenorrhoea, fatigue, headache, menorrhagia, mental disorder, pelvic pain, premenstrual syndrome, stress and tinnitus with essure. The reporter commented: occurrence of the events from 2008 to 2017. Further company follow-up with the regulatory authority is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.